Event description:
Lead performance information was returned to the manufacturer, analyzed, and tested out of specification. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was returned, analyzed, and oversensing was noted. There were 255 ventricular high rate episodes. The last 14 in memory were all short duration. (B)(4).